Event description:
Customer's husband reported that on (B) (6) 2010 customer reported a port issue with her freestyle freedom blood glucose meter and noted that because of this she could not test. It was further reported customer subsequently experienced diaphoresis, a headache, a stomachache, noted it was hard to get up and then experienced a loss of consciousness. No third-party emergent intervention was reported. Customer self-treated by drinking juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.